Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that while attempting to prime the insulin pump, all the insulin was being pushed out. Insulin squirted out during the manual prime process. Insulin continued to drip after letting go of the act button during the prime process. The insulin pump alarmed motion sensor test failure during the rewind process. Customer's blood glucose level was 212 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.